Event description:
It was reported the catheter "is getting a trickle of cleviprex backflowing into the brown distal lumen when it is not in use or cla mped". The medication was administered through the proximal port of the swan catheter and was backflowing up through the brown distal port of the mac catheter. It was reported the issue has occurred with 5 devices in different patients over the last 5 weeks. The user drew the refluxed cleviprex out of the line and moved the vasopressor to a different port. A new line was not placed. It was reported "all patient were critical status as the instances occurred shortly after arriving to the ICU post-open heart surgery. Patients may or may not have required additional medication titration for management of hemodynamic stability, but again, we are unable to confirm this related to their recent surgical procedure and inherent bp changes."

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s: 9680794-2023-00431, 9680794-2023-00428, 9680794-2023-00429, 9680794-2023-00463, 9680794-2023-00430 complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4) associated MDR#s: 9680794-2023-00431, 9680794-2023-00428, 9680794-2023-00463, 9680794-2023-00430

Event description:
It was reported the catheter "is getting a trickle of cleviprex backflowing into the brown distal lumen when it is not in use or clamped". The medication was administered through the proximal port of the swan catheter and was backflowing up through the brown distal port of the mac catheter. It was reported the issue has occurred with 5 devices in different patients over the last 5 weeks. The user drew the refluxed cleviprex out of the line and moved the vasopressor to a different port. A new line was not placed. It was reported "all patient were critical status as the instances occurred shortly after arriving to the ICU post-open heart surgery. Patients may or may not have required additional medication titration for management of hemodynamic stability, but again, we are unable to confirm this related to their recent surgical procedure and inherent bp changes."